Manufacturer narrative:
¿Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the in.pact pacific drug eluting pta balloon catheter. Survey results from an interventional cardiologist in practice 23 years. Physician has been using medtronic¿s in.pact pacific paclitaxel-eluting pta balloon catheter since 2013, using a total of 150 in the last year during percutaneous transluminal angioplasty (pta) procedures, in patients with obstructive disease of peripheral arteries. During use of medtronic¿s in.pact pacific paclitaxel-eluting pta balloon catheter the following complications were reported associated with the use of the device (not related to the paclitaxel drug coating): balloon rupture occurring in a vessel with high calcific component during use of medtronic¿s in.pact pacific paclitaxel-eluting pta balloon catheter the following complications were reported associated with the use of the device (not related to the paclitaxel drug coating): balloon rupture occurring in a vessel with high calcific component (1 patient), local or distal thromboembolic episodes where it was not directly connected to the balloon in the case of a superimposed thrombotic component (1 patient), restenosis of the dilated artery which was expected (5 patients), and vessel spasms or recoil/prolonged arterial spasms in a patient with autoimmune disease and vasospasm important after dilation (1 patient) during use of medtronic¿s in.pact pacific paclitaxel-eluting pta balloon catheter, no complications were reported associated with the paclitaxel drug coating.